Event description:
Reportedly, the needle tip broke off from the instrument. The tip of the needle became lodged in the abdominal wall and was unable to be retrieved. Another device was used to continue the procedure.